Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports after a thr, the patient experienced an infection requiring a revision surgery and debridement approximately seven months post-operatively. The infection was treated with antibiotics. Reportedly the root cause of the revision was infection, however the source of the infection remains unknown. No further clinically relevant information was provided for evaluation. Without clinically relevant information for evaluation, the root cause of the reported events cannot be definitively concluded. Further patient impact beyond the reported revision, debridement, infection, and antibiotics, could not be assessed. No further medical assessment could be rendered at this time. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal reference number: (B)(4). Internal reference number: (B)(4).

Event description:
It was reported that, after a tha surgery performed on (B)(6) 2019, a revision surgery was performed on (B)(6) 2019 for an irrigation debridement and the extraction of the oxinium femoral head 12/14 taper 36 mm -3 and the r3 0 degree xlpe acetabular liner 36mm ID x od 54mm due to the development of periprosthetic joint infection of methicillin-susceptible staphylococcus aureus (mssa). Additionally, the patient received antibiotic therapy to control the infection. This adverse event was resolved and patient is recovered, patient did not have any problem walking after the revision.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, reportedly the root cause of the head and liner revision was the periprosthetic joint (mssa) infection; however, the source of the infection could not be definitively concluded. Patient impact beyond the reported irrigation/debridement, infection, antibiotics, revision, and study discontinuation could not be assessed. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6, h10.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2019, the patient experienced an infection. This adverse event led to a revision surgery, performed on (B)(6) 2019, in which a oxinium fem hd 12/14 36 mm -3 and a r3 0 deg xlpe acet lnr 36mm x 54mm were replaced and debridement was conducted. Additionally, the patient received antibiotic therapy to control the infection. The current health status of patient is unknown.